Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found experiencing leakage during use. The following has been provided by the initial reporter: blood leaked from between the shield and the stopper.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood leakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and blood leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found experiencing leakage during use. The following has been provided by the initial reporter: blood leaked from between the shield and the stopper.